Manufacturer narrative:
No sample will not be returned for investigation. Investigation results are not available at the time of this report.

Event description:
The complaint was reported as: "clips are jamming." The defect was found during a gynecological procedure. No report of pt injury. No medical intervention reported. No further information available.